Manufacturer narrative:
Correction: b5: describe event or problem: it was reported that the bd nano¿ 2nd gen pen np needle bent. The following was received by the initial reporter: np needle bent. It is unknown whether it is the npe or pe. Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01479 was sent in error. Cannula crimped or bent is not considered to be a reportable malfunction. MFR#: 2243072-2023-01479 is void as a result.

Event description:
It was reported that the bd nano¿ 2nd gen pen np needle bent. The following was received by the initial reporter: np needle bent. It is unknown whether it is the npe or pe.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle broke. The following was received by the initial reporter: broken needle. It is unknown whether it is the npe or pe.